Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unknown date in the same month as the event onset, the patient was hospitalized for peritonitis for four days. The cause of peritonitis, treatment details, patient&#38112;recovery status, and action taken with pd therapy were not reported. No additional information is available.